Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the total length of the fiber is 12 feet 0.5 inches, connector not included in over-all length. The connector is detached and returned. The fiber has 0.5 inches of the fiber optic exposed at the proximal end, which was original inside the connector. The fiber proximal end exhibits severe burn marks and melting. The distal tip of the fiber exhibits is fractured. Black discoloration was noted near the proximal end within blue jacket. The ferrule is broken within the connector and the core fiber is loose. The fiber optic is broken within the connector. An evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
Analysis of the return device revealed that the distal tip of the fiber is fractured. There were no patient complications reported due to this event.